Event description:
The patient had presented to a community emergency department (ed) in heart failure/failing. The lvad was alarming for 'low flow " and the flow was 3.5 then in the 2's before dropping further to .5 and progressively getting weaker. The patient experienced alarming low pressure and syncopal episodes during the low flow events. They were given a normal saline (ns) bolus and 500 ml of 5% albumin to help increase volume. It was discussed to use extracorporeal membrane oxygenation (ECMO), but that was not available at the facility.

Manufacturer narrative:
B5: additional information. H6: additional health effect clinical codes: hypotension-e2321. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had previously been feeling more fatigued, and a right heart catheterization (rhc) had been performed in the past as flows had trended from a baseline around 5 liters per minute (lpm) down to 3.5 lpm. The rhc measurements demonstrated normal filling pressures, but cardiac index was on the low edge. The patient's past medical history also included a transcatheter aortic valve replacement (tavr) post heartmate 3 (hm3) that was clotted closed. Additional imaging revealed 2 areas that were suspect of extrinsic outflow graft obstruction (eogo) near the aortic anastomosis and in the middle of the ofg. The patient was presented with the option for surgical revision, but patient opted to be re-evaluated for heart transplant. The patient was listed status 3 as an exception for the eogo. The patient presented to a community emergency department (ed) in heart failure with hm3 flows in the 2's before dropping further. Patient was intubated but ultimately passed away in ed. It was reported that the patient passed away due to low flow, outflow graft (ofg) obstruction. It was stated that the outcome was device or therapy related. An autopsy was not performed. The pump was not explanted.

Manufacturer narrative:
H4: device manufacture date, updated. H9: fsca section, updated. Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction and low flow alarms could not be confirmed as no images or log files were submitted and no product was returned. Additionally, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported fatigue and patient outcome could not be conclusively determined through this evaluation. An autopsy was not performed and would not be provided. (B)(6) was not explanted and would not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B3: event date has been estimated. B5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient began having progressive exertional symptoms 6 months prior. Now, it was noted that they became winded walking a few steps on level ground. At this time, it was noticed that the lvad flow had decreased, and pi had increased. The patient also experienced symptoms during the low flow events.